Event description:
The explanted lead was received for analysis. The analysis is underway but has not been completed to date.

Event description:
Product analysis on the lead was completed and approved. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. Other than the reddish-brown substance and pitting observed on connector pin, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Information was received that the patient underwent surgery and was supposed to be getting a full revision. The surgeon first replaced the generator and high impedance was still seen on the lead, confirming a lead issue, so they proceeded with a lead revision. It was noted that during the lead revision portion the surgeon ran into some complications. Majority of the old lead was removed except for the helices on the nerve due to scar tissue/adhesions so the surgeon tried to remove some of the adhesions and this took 2 hours. The surgeon tried to implant the new lead but could not get the 3rd helices around the vagal nerve due to the scar tissue. Based on the patient's age and the amount of the time the patient had been on the table, the surgeon decided to stop the surgery and there was no new lead or generator implanted and the patient was closed. The surgeon did not think the scar tissue was due to the device. The explanted lead has not been received for analysis to date.

Event description:
It was reported via clinic notes that high impedance (5650 ohms) and resultant low output current (0 ma) was detected on the patient device.